Event description:
It was reported that the customer experienced high bg's (410 mg/dl) after lunch. The customer reportedly bolused several times but his bg's were unaffected. The customer then took a manual injection of insulin to correct his bg levels. During troubleshooting, it appears that the pump is functioning as expected.

Manufacturer narrative:
The device has not been returned for evaluation. Should new information be received, a supplemental report will be submitted.